Manufacturer narrative:
The returned device had a kink in the patient line. It is unknown how or when this damage occurred. The device did not pass patency due to an occlusion caused by proteinaceous debris in the patient line near the csf access yellow sh rink wrap. Upon a review of the design history record, no anomalies were identified. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tubing was found kinked after the product was opened.